Event description:
It was reported a 6f angio-seal sts plus device was used to seal the femoral arteriotomy site following a diagnostic coronary catheterization. A pre-deployment femoral angiogram was not performed. The pt was discharged home (date unk) later at an unk time and date the pt complained of leg pain which worsened upon exertion. An MRI (date unk) revealed compromised arterial blood flow. In 2004 an endarterectomy was performed at which time the angio-seal device, which had remained insitu, was removed. In november 2004 the vascular surgeon stated the deployment of the angio-seal device had displaced and split a segment of intra-arterial plaque which became lodged longitudinally across the vessel causing compromised blood flow; and stated it was the arterial plaque which ultimately caused the vessel occlusion and not the angio-seal device. The pt was reportedly recovering. The pt had a history of peripheral vascular disease and had previous femoral percutaneous transluminal coronary procedures.